Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that in performing an mtp fusion, when trying to lock a screw into the plate the screw failed to engage and passed completely through the plate. Another screw (same catalog #) was used and performed as expected. Rep reported a surgical delay of less than 5 minutes. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.